Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse of the patient reported that they decided to get a rechargeable implantable neurostimulator (ins) because the patient "goes through batteries twice as fast as normal." It was stated that the battery is not lasting as long as expected. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.